Manufacturer narrative:
Additional information: h6 (update codes) and h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed that there was backflow of the patient's blood. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was blood backflow into central venous catheter (cvc) during use of a clearlink system continu-flo solution set. The issue was further described as, 'blood backflow into cvc and patent foramen ovale (pfo) filter, "baxter nad". There was no report of patient injury or medical intervention associated with this event. No additional information is available.